Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, inflammatory response, kidney disease/toxicity, lung. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received on september 04, 2025. Manufacturer previously filed the MDR as serious injury as per the latest pms decision. The customer reports that the patient died of cancer. Box b: adverse event or product problem tab: adverse event/product problem and outcomes attributed to ae has been updated. Box h: device manufacturers: type of reported complaint changed to serious to death. Box h: health impact grid changed to serious to death.